Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular tachycardia (svt). Review of the stored episode showed that therapy was initially withheld by rhythm discriminators before becoming uncorrelated. The therapy delivery converted the rhythm. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.